Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. Due to overcorrecting with the insulin injections, the bg dropped to 68 mg/dl. Carbohydrates were consumed to address the bg level. The customer reverted to using a non-tandem pump for insulin therapy. Tandem customer technical support (cts) confirmed with the customer that there were no alarms declared that would have stopped insulin delivery and the cartridge was used within the labeling guidelines. As the customer was not experiencing a high bg at the time of the reported, cts was unable to troubleshoot to determine a possible cause of the event.